Event description:
It was reported by the pt that marlex mesh was used for a reduction and repair of a ventral hernia in 2004. Surgery failed and the pt has had nothing but pain and problems since. Pt was hospitalized in 2007 for 7 days due to a staph infection, which the pt associates with the mesh.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.